Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the imaging system required re-homing. The re-homing procedure was completed and the issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a "door open" warning. The user performed the re-homing calibration and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully with the imaging system and the patient was not impacted.